Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device: lot #: 5292784. Medical device expiration date: na. Device manufacture date: 2015-12-11. Medical device lot #: 6291854. Medical device expiration date: na. Device manufacture date: 2016-11-30.

Event description:
Hold for review (kp) it was reported that at least 2 bd insulin syringe with the bd ultra-fine¿ needles experienced missing label information. The following information was provided by the initial reporter: pharmacist left voicemail requesting expiration dates on syringes, stated that there are no expiration dates on the boxes.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for lot 6291854. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 6291584. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for lot number 5292784. Due to this batch being manufactured in 2015 and files are retained for 7 years, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being manufactured in 2015, files are retained for 7 years, no DHR can be completed.

Event description:
It was reported that at least 2 bd insulin syringe with the bd ultra-fine¿ needles experienced missing label information. The following information was provided by the initial reporter: pharmacist left voicemail requesting expiration dates on syringes, stated that there are no expiration dates on the boxes.